Event description:
It was reported that this right atrial (ra) lead along with the existing system was surgically repositioned by moving to the other side from the original placement as the main device came out of skin. This ra lead remains in service. No additional adverse patient effects were reported.